Event description:
It was reported to philips that when performing a propeller rotation, the c-arm performed an uncommanded movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a heart planned procedure was performed when the issue happened. The procedure was completed as planned as normally as they proceeded to enter the room as they typically do. Philips field service engineer (fse) conducted an onsite visit and discovered a geometric issue with the prop's movement. Upon troubleshooting, fse discovered the prop motor clamping bolt was loose and could not be secured. To resolve the problem, fse replaced the prop motor, after replacing the propeller motor, the system malfunctioned, preventing motion calibrations. Fse realigned motor and pot, then replaced propeller motor again. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned as they entered the room in their usual manner. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.